Event description:
Doctor was performing a nephrolithotomy ureteroscopy stone extraction when the lower jaw of the grasper came off into pt. Doctor could see it in subcutaneous tissue by means of the fluoroscopy, and attempted to retrieve it but could not. He replaced the broken grasper and completed the procedure. Pt condition post-op was good; pt was discharged in 1/05. There was no adverse effect to pt. Doctor made determination that small piece of grasper posed no risk to pt and decided to leave piece as is.